Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The dealer performed a checkout of the equipment and a review of the logs. The carrier board and compact flash card were replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit went into a system malfunction. There was no reported patient injury.